Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 5.0x120mm supera self expanding stent system (ses) was removed from the packaging, the nose cone was noted to be separated from the device. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray resulted in the reported tip separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.